Event description:
It was reported that the trailing haptic of an aq2015a bent as the surgeon was inserting the lens and it tore. The lens was removed without any patient injury. The customer used the cq cartridge which has not been approved by the manufacturer for use with this lens model.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product showed that the lens was split in half and there was a reddish surgical residue on the lens. Conclusions: based on the complaint history and the evaluation of the returned product, the most likely cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for evaluation.